Event description:
Customer reported the trigger and retraction mechanism were faulty. The trigger would not stop turning when released. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the trigger-slider was jammed and blocked. The device was repaired and returned to the customer on (B)(4) 2012. The complaint is indeterminate. (B)(6). Placeholder.